Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient was eating dinner with her daughter in a restaurant. The cgm reading was 95mg/dl and the bg reading was 499 mg/dl. The patient started to experienced dizziness, nausea and vomiting. The patient self-treated with 14 units of insulin (humalog , fast acting insulin); however, the the patient lost consciousness. The restaurant manager called an ambulance and the patient was taken to the hospital. At the hospital the patient was treated with insulin and diagnosed with ¿on the verge of keto acidosis and stroke like symptoms cerebrovascular accident (cva)¿. They performed a MRI and CT scan; there is no information about the results. The sensor was not removed as the hospital nurse was able to calibrate the device. The patient was discharged on (B)(6) 2023. At the time of the report the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.